Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including cuvette and waterbath cleaning, part replacement and clog removal from the waste tubing. However, a single definitive likely cause for the falsely elevated result could not be determined. The architect c4000 processing module, serial number (B)(6) was considered the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated potassium result generated on the architect c4000 analyzer for one patient. The sample was repeated, and the result was normal. The quality controls were within range prior to the event; however, both levels of quality controls were out of range after the event. The following data was provided: customer¿s normal range for potassium: 3.50 to 5.10 mmol/l (B)(6) 2023 sid (B)(6) : initial result = 7.02 mmol/l; repeat result = 4.60 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated potassium result generated on the architect c4000 analyzer for one patient. The sample was repeated, and the result was normal. The quality controls were within range prior to the event; however, both levels of quality controls were out of range after the event. The following data was provided: customer¿s normal range for potassium: 3.50 to 5.10 mmol/l. (B)(6) 2023 sid (B)(6): initial result = 7.02 mmol/l; repeat result = 4.60 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.